Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion, 75% stenosis in the left main artery. After rotablation was performed, the 3.5 x 12mm nc trek balloon dilatation catheter was successfully advanced to the lesion for pre-dilatation; however, the device failed to inflate even at 16 atmospheres. Outside the anatomy, the device would still not inflate. A second balloon dilatation catheter was used to complete predilatation. There was no resistance during advancement or retraction of the device. There were no reported adverse patient sequela. A clinically significant delay of 2 minutes in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for inflation issues reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.